Manufacturer narrative:
A siemens headquarters support center (hsc) determined that the original product container and box contained a warning label for the user indicating the potential product hazards and recommended that the user wears appropriate personal protective equipment. The operator was not wearing appropriate personal protective equipment at the time of the incident. The hsc specialist recommended that the operators should be properly trained on the handling of potentially hazardous solutions and the users should wear appropriate personal protective equipment. The user was provided with appropriate trainings by the laboratory, including the daily use of personal protective equipment with gloves and glasses. The cause of the operator being splashed with the cuvette detergent in her eye was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and stated that the operator of an advia chemistry xpt instrument was splashed in the eye with cuvette detergent while refilling the ancillary reagent. The operator was not wearing all personal protective equipment. The operator was treated by rinsing her eye at the lab and at the hospital. The operator could return to work the following day. There are no known reports of patient intervention or adverse health consequences due to the operator being splashed in the eye with cuvette detergent.